Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion (60 percent stenosis degree) in a mildly tortuous artery under the knee. The stent could not be released. Another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the outer shaft has been retracted by about 25 mm. The stent has been partially released. However, the local staff confirmed that the stent was released after the reported event outside of the patients body. The outer shaft is kinked about 11 mm proximal to the proximal radiopaque marker. Both the proximal stent stopper and the proximal inner shaft portion show signs of compression. The handle was completely disassembled in the as-returned state. During the investigation, the handle was reassembled which revealed that one gear wheel is missing. However, a picture taken during production shows a correctly assembled handle with all parts being present. The proximal outer shaft portion is well sliced and has fractured, most likely inside the handle. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Additional in-depth investigations such as infrared analysis of the outer shaft inner surface and scanning electron microscopy analysis of the stent surface revealed no abnormality or deviation. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.